Event description:
A customer reported that the infusion pressure was spontaneously dropping during surgery. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).